Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2021, product type: catheter, product ID: 8785, lot# hg50xqy, implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-mar-2023, UDI#: (B)(4); product ID: 8785, serial/lot #: (B)(4), ubd: 21-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump. It was reported during the pump implant procedure, the catheter was placed, spontaneous cerebrospinal fluid (csf) return was observed after the catheter tip was at the desired level, the connector piece was applied, the pump connector was connected to the pump and the pump was again aspirated at the catheter access port (cap) site. At this time,there was very little csf return, and it was questionable if there was indeed csf. The catheter was cut at the connector site and a new connector was attached with the same result. An 8784 was opened and used. Once that was attached to the pump, the cap was acceded with positive caf flow. It was further clarified they had used the 8780 (114.3 cm - 22 cm = 92.3 cm) and got csf flow so they connected everything up, however when the hcp tried to draw from the catheter access port (cap) and they were not able to get a lot of csf backflow. The hcp then opened an 8785 and replaced the pump connector, however that also did not work. It was noted they ended up using an 8784 pump segment (73.7 - 40 cm = 33.7 cm) to connect everything back up. Environmental/external/patient factors that may have led or contributed to the issue included the patient was ¿oozy¿, maybe a clogged pump connector piece (however, the physician attempted to flush this (while not connected to the patient)) and was unsuccessful. Diagnostics/troubleshooting performed included a new connector piece was tried (8785). Verified positive csf flow from the spine side by aspiration. The 8784 was opened and connected to the pump with positive csf flow when aspirated from the cap. It was noted they had attempted to flush the pump segment of the 8780 and was unable to do so. Surgical intervention included requiring removal of the pump segment and opening up an additional pump segment revision kit. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿.

Manufacturer narrative:
H3 ¿ the sutureless connector portion of the 8780 model catheter was returned for analysis. Analysis of the returned catheter segment found ¿sutureless connector ¿ coring/tears/cuts in seal ¿ no leak seen in lab¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative who clarified that the patient being ¿oozy¿ meant that the patient was bleeding slightly more than what was typically seen during this type of case. With regards to the cause of the lack of csf (cerebrospinal fluid) flow with the original catheter they attempted to implant and the connector that was tried, it was noted that they believed that it was the pump segment of the original catheter they attempted with because while the pump segment of that catheter was not connected to the pump or the patient, the physician attempted to flush that catheter and was unsuccessful.